Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a limb extension on (B)(6) 2016. Upon follow up the physician identified a type 3a endoleak with component separation between the main body graft and the limb extension. A subsequent endovascular procedure has not been scheduled, the patient is in stable condition.